Event description:
The lead was returned to the manufacturer after being explanted due to patient developing bacteremia which was unrelated to the device. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned and analyzed. A distal portion was received measuring 48 cm. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant: sedr01 implantable pulse generator 2011-(B)(6), 407652 implantable pacing lead 2011-(B)(6), 407652 implantable pacing lead 2011-(B)(6), 405858 implantable pacing lead 1991-(B)(6). (B)(4).